Event description:
It was reported that the patient was at their health care provider (hcp) clinic on the date of the report for a dosing change, and after doing that, the hcp found that at the patient¿s last refill on (B)(6) 2014, the drug concentration had changed from 2.5 mg/ml to 5 mg/ml, but was not programmed. The hcp confirmed with the session data report from the refill that a bridge bolus was not programmed and the only change was to the reservoir volume. It was discussed that based on the programming at the time of the report and the actual drug concentration in the pump the patient was receiving a larger dose than actually prescribed. It was noted that the patient was "used to the increased dose." It was advised that the drug concentration be corrected but that the bridge bolus prompt could be ignored as the old drug had already been infused. The pump was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, lot # unknown, product type programmer, physician. (B)(4).